Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited high shock impedance measurements greater than 125 ohms. There have been no recent shocks delivered since induction; therefore, no measurements with a delivered shock. Technical services (ts) discussed how if an out-of-range shock lead impedance was reported with a successful defibrillation threshold test; we can still not guaranteed a shock will work in the future. Especially if it falls outside of our in-range labeling. If an in-range shock lead impedance is reported, we can not guarantee future success since there has been an out of range value. In any case, it will be physician discretion if they'd like to monitor and/or replace device and/or lead. No adverse patient effects were reported. Additional information was requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate that this lead remains in services. If additional information is received, this report will be updated.